Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: not possible to rotate the shaft / the rotating knob is broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the rotating knob is broken. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device experienced the knob did not turn. This issue occurred during termination of pregnancy procedure. There were no reports of patient harm.